Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the as the device remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Additional associated products and mdrs: kne-uni-bearings-unk lot# unknown, MDR: 0001822565-2020-04219. Kne-uni-femoral-unk lot# unknown, MDR: 0001822565-2020-04220.

Event description:
It was reported patient underwent a left partial knee procedure. Subsequently, patient alleges extreme pain and swelling approximately two years after implantation.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
The reported event was able to be confirmed by review of medical records. Medical records identified that the patient had presented to their physician's office with pain and moderate swelling and required the use of a single point cane. Patient recovered over time with home exercise program. Radiographs were reviewed and identified mild to moderate lateral component narrowing, femoral implant articular surface slightly obliquely positioned in relation to the tibial implant, and bone quality osteopenic. There was no evidence of fracture or implant loosening. Review of the device history records was unable to be performed as lot number was not provided for this device. A definitive root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
Upon receipt of additional information, it was determined this product should not have been reported under this MFR number. This report should be voided and a corrected report will be filed under MFR number 1825034.

Event description:
Upon receipt of additional information, it was determined this product should not have been reported under this MFR number. This report should be voided and a corrected report will be filed under MFR number 1825034.